Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection which occurred 10 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol pads. The patient developed redness, inflammation, pimples, and an infection at the needle puncture site. The patient treated the reaction with a prescription of oral antibiotic medication (cephalexin, unspecified dosage). On 06/08/2025, tech support contacted the patient to verify the medication information, and she declined to provide further information and mentioned she would call back on her own time. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.